Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During use to extract the humeral component, the thread of the slap hammer from the extraction instruments snapped off inside the tool. We were not able to remove it. A 60 minute delay to procedure. No ae to patient. Doe: (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2017-51876. 1818910-2017-51871 is being retracted as it is a report duplication. 1818910-2017-51876 will be kept for investigation purposes.